Manufacturer narrative:
This is the same event as 3010536692-2016-00659. This report will be updated when investigation is complet.

Event description:
Allegedly, patient suffering from mom complications (right). Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications: metallosis; osteolysis (right). Added hospital, age, implant/explant dates.